Manufacturer narrative:
A visual inspection was performed on the returned balloon catheter, and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. In this case, the balloon catheter was prepped prior to use without any leak or ruptures noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. In this case, although no scratches or surface damages were noted on the balloon, it is likely that during advancement the outer surface of the balloon became compromised and/or damaged against the moderately calcified, moderately tortuous, 80% stenosed anatomy resulting in the reported balloon rupture at 8 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, moderately tortuous, 80% stenosed arteriovenous fistula. A 5x40mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced, and the balloon ruptured at 8 atmospheres. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.